Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The gears, collars, and bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the ratchet is not operating properly making it difficult to effectively mesh the skin. During evaluation, this cutter did not pass the mesh test. There was no harm, no delay, and no patient involvement as living legacy is a cadaver skin lab. No adverse events were reported as a result of this malfunction.